Event description:
It was reported, the patient heard an intermittent critical alarm from the pump. Pump interrogation revealed multiple intermittent motor stalls followed by motor stall recoveries beginning (B) (6) 2009. The patient met with the hcp and the device was scheduled to be explanted. The drug in the pump was baclofen. No further outcome or symptoms were reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)